Event description:
It was reported to philips the device's collimator partially failed to open. The system was in clinical use. There was no harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator problem. Fse checked and confirmed the collimator wedge and shutter post failed. Fse replaced collimator, after replacement the collimator system was returned to use in good working condition. The codes were updated based on the investigation outcome.